Manufacturer narrative:
(B)(4). Concomitant medical products: 51-107130 ¿ taperloc complete modular stem¿ 2483531, 650-1057 ¿ biolox delta ceramic head option ¿ 423680, 11-104058 ¿ mallory/head ringloc shell ¿ 312680, 650-1064 ¿ ceramic option type 1 taper sleeve - 456900. Therapy date: (B)(6) 2012. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 07323, 0001825034 - 2018 - 07328, 0001825034 - 2018 - 07339, 0001825034 - 2018 - 07347.

Event description:
It was reported patient underwent a two-stage revision approximately 7 months post primary right total hip arthroplasty due to infection. Permanent devices reimplanted approximately 8 months post initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Op notes of the revision note re-implantation of the r tha with 2 super cables placed around the proximal femur. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.